Event description:
The account alleged that the brake/steer will not function properly.

Manufacturer narrative:
The tech found that both head and foot pedals were bent. The linkage for the brake/steer was difficult to move but would engage both positions. He cleaned and lubricated the linkage so that it moved freely and replaced both pedal assemblies. He also found that the left head caster swivel would not lock securely (wheel did lock). He replaced the caster to correct the issue. He also found the set screw for the connecting rod was broken off in the hex rod and the wrong bushings for the connecting rod were in place at the hex rod. He replaced the hex rod and set screw and installed the proper bushings in the connecting rod to repair the stretcher.